Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip, and a cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump was cracked. Customer's blood glucose was 85 mg/dl. Customer stated that the battery and reservoir openings were cracked. Customer stated that the ring is cracking where the reservoir is inserted. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.